Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to not force the passage, to stop the procedure and determine the cause of resistance before proceeding if any resistance is felt at any time during lesion access. If the stent system is unable to cross the lesion easily the unexpanded stent system should be removed according to the instructions.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion (99 percent stenosis degree) in the lad. After pre-dilatation, the device was introduced, but resistance was felt proximal to the target lesion. After removal of the device, it was noticed that the stent was dislodged. The stent could not be snared and was adapted to the vessel wall. Another stent was used to complete the intervention.